Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 54 tubes and there were air bubbles in the gel of 91 tubes. No adverse impact was reported regarding the patient or user.

Event description:
Report 3 of 3: it was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn (B)(4) units, foreign matter was found in 54 tubes and there were air bubbles in the gel of 91 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation from catalog 367960, lot numbers 4257324, 4257325, and 4318902. The photos depict a tube with an air bubble in the gel barrier. Additionally. There are white specks in the side wall and bottom of the tube which is identified as embedded foreign matter (fm). Embedded fm can be indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This could typically be seen during the start of a production run, or if the mold had to be stopped for maintenance and then restarted. A total of 90 retained samples from lot 4257324 were visually inspected with no issues being identified. Furthermore, 50 retained samples from lot 4257325 were visually inspected with no issues being identified. Additionally, 94 retained samples from lot 4318902 were visually inspected with no issues being identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for lot 4257324, lot 4257325, lot 4318902, with respect to the indicated failure modes gel airbubbles and fm. The exact cause for the customer¿s failure modes could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.